Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified, 75% stenosed left anterior descending artery. As the balance middleweight (bmw) universal ii guide wire was being advanced there was an unusual feeling, no resistance noted, when attempting to cross the lesion. The guide wire did cross successfully and was used for further treatment without issue. When removed from the anatomy, the bmw and non-abbott over the wire balloon catheter were removed together as the catheter got stuck on the guide wire. After removal the guide wire tip was found to be stretched. A non-abbott guide wire was used to deploy a stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for investigation and the analysis did not confirm the reported difficult to remove; however, the tip damage was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.